Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, crossing difficulties and a balloon rupture occurred. The 100% stenosed lesion was located in the moderately tortuous and severely calcified right superficial femoral artery. The 2mm x 20mm sterling over-the-wire balloon dilatation catheter was advanced to the lesion with difficulty. Upon the first inflation, the balloon ruptured at 5 atmospheres. The procedure was completed with a different device. There were no patient complications reported and the patient's condition was reported as 'good'.

Manufacturer narrative:
(B)(4): the complaint device was not returned for analysis; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)